Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years. Device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a heart transplant. It was also reported that the patient had a driveline infection. Additional information was requested, but has not been provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the pump, and a direct correlation between the device and the reported event could not conclusively be established. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Examination of the proximal side of the inlet stator revealed a deposition of loosely coagulated blood mixed with tissue-like clotted blood, which extended through the inlet stator and into the proximal end of the blood tube/rotor inlet. A similar deposition was observed in the interior of the outlet elbow, which extended through the outlet stator and into the distal end of the blood tube/rotor outlet. These depositions were not adhered and lacked evidence of denaturation or lamination, indicating that they developed acutely. The depositions appear consistent with poor surface washing or blood remaining within the device post-explant. Visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.